Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated deeper to a more comfortable site. Nothing was implanted nor explanted. The patient was reportedly doing well post operatively.